Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump had audio anomaly issues. Customer stated volume 1 sounded exactly like volume 5. The current blood glucose of the customer was 45 mg/dl. The customer was treated with juice for low blood glucose. Customer was assisted with audio test. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification . Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No insulin pump error alarm noted during testing or listed in device history. (B)(4).